Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the drawer did not open due to pi software bug issue. A technical support specialist (tss) remoted in and checked the device, confirmed that all drawers were populating. The tss then restarted the application and confirmed with the customer that they were able to issue medication successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, a drawer failed to open when the user attempted to issue xanax 0.5 mg to a patient. But after the application was restarted, the user was able to issue the medication successfully and the drawer functioned as expected. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.